Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation and functional testing of the returned device confirms the reported event.

Event description:
Femoral/tibial wrench was not locking onto implant during implant assemble unknown what issue is.